Event description:
It was reported that multiple intermittent minimum fill notifications occurred after the user filled the cartridge with 225 units of insulin during the load sequence. Customer¿s blood glucose level was 141 mg/dl. Customer continued to use the pump for insulin therapy until replacement arrived.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.